Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a urethral catheter was indwelled in this patient following the order of the physician due to the incontinence that occurred at 2:30 pm. The balloon of the catheter was examined carefully before the indwelling. 15 ml of fluids was injected after the placement of the catheter, and resistance was encountered during aspiration, with 200 ml of light yellow urine in the ureter. At 7:50, (B)(6) the urethral catheter detached by itself and the physician on duty was notified. Following the observation and comparison by the physician, nurse, and the family of this patient, it was agreed that the balloon ruptured with the balloon wall intact and no visibly missing part. The physician ordered a cystoscopy test for further verification. Per email received from the ibc representative on 1-nov-19, this complaint is user related due to the use of paraffin oil used as a lubricant.

Manufacturer narrative:
The sample was not returned. The complaint was confirmed as use-related, based on the event description. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear."

Event description:
It was reported that a urethral catheter was indwelled in this patient following the order of the physician due to the incontinence that occurred at 2:30 pm. The balloon of the catheter was examined carefully before the indwelling. 15 ml of fluids was injected after the placement of the catheter, and resistance was encountered during aspiration, with 200 ml of light yellow urine in the ureter. At 7:50, september 16, the urethral catheter detached by itself and the physician on duty was notified. Following the observation and comparison by the physician, nurse, and the family of this patient, it was agreed that the balloon ruptured with the balloon wall intact and no visibly missing part. The physician ordered a cystoscopy test for further verification. Per email received from the ibc representative on 1-nov-19, this complaint is user related due to the use of paraffin oil used as a lubricant.